Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01228, and 3005099803-2010-01229 for the other associated device information. It was reported to boston scientific corporation that a radial jaw 3 max capacity single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the device was removed from the package, the clevis was noticed bent. A second radial jaw 3 max capacity single-use biopsy forceps was opened and the clevis was bent. A third radial jaw 3 max capacity single-use biopsy forceps device was obtained and also had a bent clevis. The procedure was then completed with a fourth radial jaw 3 max capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent and would not meet manufacturing specifications. Functionally, the jaws opened and closed within specification considering the bent clevis. No other abnormalities were noted during device evaluation. The condition of the returned incident device was consistent with the complaint; clevis bent. Based on the evaluation, the most probable root cause is a manufacture issue. There is a corrective action in progress to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01228, and 3005099803-2010-01229 for the other associated device information. It was reported to boston scientific corporation that a radial jaw 3 max capacity single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the device was removed from the package, the clevis was noticed bent. A second radial jaw 3 max capacity single-use biopsy forceps was opened and the clevis was bent. A third radial jaw 3 max capacity single-use biopsy forceps device was obtained and also had a bent clevis. The procedure was then completed with a fourth radial jaw 3 max capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.